Event description:
Indication: common variable immunodeficiency, unspecified. Pt (patient) reported pump (serial number and expiration date not provided) malfunction. Pump is "not winding". Pt states he was trying to infuse cutaquig at the moment of malfunction. Pt was advised medication is no longer good to use for tomorrow when new pump arrives as it will have been out too long. Pt is switching to xembify. Pharmacy to replace pump and sending xembify. Pump associated with event available for investigation pending return by pt. Return material sent. Pt aware he cannot use cutaquig. No adverse event(s) reported due to product issue. No further info.